Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event was reported as the last charge of the device was 4-5 months prior to (B)(6) 2014. See also manufacturer¿s report #3004209178-2016-25082 for the patient¿s other device issue. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient implanted with a neurostimulator for failed back surgery syndrome. It was reported that there were telemetry issues and that there was a suspected overdischarge on the ins. The patient stated that they had ¿weight loss surgery¿ back in (B)(6) and had not kept it as ¿charged as she did before¿ because they thought ¿things were getting better.¿ it was noted that as the weather had changed, the patient noticed a return of pain. The patient last felt stimulation and last charged sometime around 4-5 months prior to the report. Additional information received from the patient on (B)(6) 2017 reported that a revision was performed where the rechargeable ins was replaced with a non-rechargeable ins model.